Event description:
Reporter alleged the customer obtained a result of 450 mg/dl on the compact plus system compared back to back with a result of 162 mg/dl on the hospital system when testing was performed within 10 minutes. Reporter stated that she took 8 units of novolog based on the 450 mg/dl result and about 30-45 minutes later she felt light-headed and clammy. Reporter stated that she was in the hospital already, being treated for her stomach and she was then also given an IV of sugar and orange juice. Reporter also stated that the customer could have treated herself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she does not have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.